Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height 4 drawer tray pockets were not detected on bus. A field service engineer (fse) replaced drawer tray, but the pockets remained unresponsive. Further the fse updated the firmware and reseated the row cables on the drawer trays and drawer controller. After proper reboot drawer and all trays became responsive and customer was able to recover and perform inventory in full height drawer 4. The system functioned as intended after the field service engineer repaired the device.